Event description:
On (B)(6) 2016 the reporter contacted lifescan USA alleging error message use new strip. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.